Manufacturer narrative:
Journal article title: does carbofilm coating affect in-stent intimal proliferation? A randomized trial comparing rx multi-link penta and tecnic carbostent stents: sirocco trial. Results and conclusions summation - product performance engineering reviewed the incident information. Restenosis, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting and clinically acceptable in the view of patient benefit. This known patient effect is not necessarily an indication of a product quality issue; however, in this case, a conclusive root cause cannot be determined. The other 32 penta's mentioned are being reported under the same MFR#.

Event description:
Report status: serious injury/permanent damage. Reporting rationale: restenosis. Device issue: size incorrect (oversized). This was noted through a periodic article review that assessed the carbofilm coating affecting in-stent intimal proliferation. It was reported in the article that thirty three patients were implanted with a penta stent, which resulted in a restenosis rate of 40%. The restenosis was measured with ivus at six months. Also, when comparted to other stent delivery systems, the dilatation catheter of the penta stent reached considerable larger diameters than those provided by the compliance charts. It is stated that the restenosis with the penta is due in part by allowing a higher lumen diameter, provoking a greater injury of the vessel wall with a consequent higher late lumen loss. No additional event or patient information is available.